Event description:
The autopulse platform (s/n (B)(6)) was used to resuscitate a patient in cardiac arrest. The cause of cardiac arrest was presumed respiratory arrest, and it was witnessed by the patient's wife, approximately 6 minutes prior to the arrival of ems. The patient was in cardiac arrest for about 4 minutes before receiving manual CPR, which was performed by a police officer. During operation, the autopulse platform performed a few compressions for six minutes. When the ems crew switched to continuous mode, the platform stopped compressions and displayed a "realign patient" error message. Troubleshooting was performed, but the issue was not resolved. During the troubleshooting, the patient's pulse was checked, and it was noted that the patient had remained pulseless. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in an emergency department (ed) of a hospital. Per the customer, patient death was not related to the autopulse system.

Manufacturer narrative:
Zoll personnel tested the autopulse platform at the customer site, and no device malfunction was observed. The root cause for the reported complaint was due to a user error. The customer stated that they had placed the patient on the platform before powering up the autopulse. Training on proper usage of the device was provided to the customer. Since there was no malfunction found during device inspection, the customer will not be returning the autopulse platform to zoll for evaluation, and no service was required to be performed by zoll. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was (B)(4) for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, (B)(4) of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform (s/n (B)(4)) performed compressions for six minutes. When the ems crew switched to continuous mode, the platform stopped compressions and displayed a "realign patient" error message. Troubleshooting was performed, but the issue was not resolved. As reported, the patient remained pulseless throughout the call. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. No further information was provided by the customer regarding the details of the incident. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device.